Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called their doctor and for the past 3 months, she has had a no delivery alarm. Customer primes and the next morning, she receives a no delivery alarm. Customer stated that she has the last infusion set. Customer's blood glucose level was 500 mg/dl. Customer does not have any sets at the time. Customer does not want to return the set or reservoir for analysis. No further assistance needed.